Event description:
It was reported that after resuming ilet therapy following a two-week pause due to lack of sensors, the user¿s blood glucose rose to high and remained elevated despite a ¿more than meal¿ announcement, with improvement only after a manual insulin injection; later, the user administered 20 units by pen and disconnected from the ilet, and upon removing the infusion set, the user observed the needle was slanted, while the device problem and component could not be determined. Symptoms included hyperglycemia, headache, nausea, and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.